Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during a segmental resection of lung and thoracoscopy procedure. For the first firing, the customer connected the reload to the manual stapling handle. The surgeon clamped the tissue as usual, pushed the green button, and started firing the device. However, the knife was not advanced. The device was not re-clamped after pushing the green button. The customer replaced the device with a new reload and the firing was completed with no problem. There was no patient harm.